Event description:
The customer received questionable troponin I results for four samples from one patient from cobas e601 analyzers. Refer to the attachment to the medwatch for all patient data. The patient visited the hospital (lab a) because of a cold on (B)(6) 2015. Samples 1 and 2 were tested on the cobas e601. The patient was then sent to the bigger hospital (lab d). After lower results for sample 3 and 4 were received from the architect analyzer (lab d) on (B)(6) 2015, these samples were tested on cobas e601 analyzers at lab a. Samples 1 and 2 were then tested on the architect analyzer at lab d and the cobas e601 at lab b. The result of 4.01 ng/ml was reported outside the laboratory. The results from the architect were believed to be correct. Information concerning if the patient was adversely affected was requested, but was not provided. The patient was currently "okay".

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Sample from the patient was submitted for investigation and interference was found that caused the discrepancy in the results. Further clarification of the nature of the interfering factor was not possible with available testing methods.